Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When recapturing the closure device, the was sheath kinked. The was was removed from the patient and exchanged to completed the procedure. There were no patient complications as a result of the event.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. The device was microscopically and visually examined. There were kinks on the sheath 48cm and 51cm from the strain relief. The dilator was stuck in the sheath. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported sheath kink.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When recapturing the closure device, the was sheath kinked. The was was removed from the patient and exchanged to completed the procedure. There were no patient complications as a result of the event.